Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash all over his body. The rash was red, bumpy, and blistery. The patient's physician changed the patient's medication and the irritation improved.